Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous left anterior descending artery. The 30mm x 2.0mm quantum maverick monorail balloon catheter was advanced to the lesion. The balloon ruptured on the second inflation prior to reaching 18 atmospheres. The procedure was completed with another of the same. There were no patient complications reported and the patient's condition is reported as 'good'.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)